Manufacturer narrative:
It was reported that the touch panel was out of calibration during treatment. The cardiohelp was exchanged. No harm to any person has been reported. A getinge field service technician (fst) was contacted by the customer on 2024-03-28. According to the fst, the customer contacted them via phone call regarding the touch panel calibration. The fst assisted the customer with the touch panel calibration procedure. Touch panel calibration was successful, and the customer did not request an onsite service by getinge. The fst confirmed that the calibration was successful. According to the fst the root cause was that the user was unfamiliar with calibrating procedure of the touch panel. The cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further according to the instruction for use (IFU) of the cardiohelp system, chapter "check before every application" the touch screen must be checked before use. In the IFU, chapter "calibrate touchscreen", it is explained how the touchscreen must be calibrated during the system preparation by the customer. The review of the non-conformities has been performed on 2024-04-05 for the period of 2020-10-02 to 2024-03-27. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2020-10-02. Based on the results the reported failure " touch panel was out of calibration during treatment " could be confirmed, but is not related to a malfunction of the device. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from 2023-03-27 till 2024-03-27). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the touch panel was out of calibration during treatment. The cardiohelp was exchanged. No harm to any person has been reported. Complaint ID # (B)(4).